Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, while firing, it was impossible to cut, there was no staple line and they were unable to activate the reload. They changed the reload to complete the case. There was no patient injury.